Event description:
An incident occurred with the im3st which was described as follows; "when opening an im3st, the doctor tried to adjust the drill bit to proceed with the opening. The adjustment port was stripped so the allan key was not working thus preventing them to use the drill. Another im3st of the same lot number was opened and the same thing happened. The surgeon then used a regular drill bit for the opening which made the hole a little bit larger than the bolt. Since the bold couldn't be secured, they didn't put it in, they proceeded without a catheter."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.